Manufacturer narrative:
Device label code for f10. Position 1: 1701. Position 2: 1738. Evaluation: underwater leak testing disclosed multiple leaks in the iab membrane. Under microscopy, a smooth-edged penetration was seen at each leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leaks were penetrations of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab malfunctioned. This was the only info at the time of the rpt. The following was rpt'd to co on 9/3/97: the iab kinked on insertion and would not fill. The iab was removed with a hole found at the proximal end. A second iab was inserted via same sheath without difficulty. Event complications: unk - rpt'd 8/5/97, none - rpt'd 9/3/97. Pt current status: fine - rpt'd 9/3/97.